Manufacturer narrative:
Unit alarmed button error and no button response due to corroded keypad traces. Unable to test for motor error alarm due to no button response. Motor passed motor test. Unit had cracked case at display window corner(upper right corner), cracked battery tube threads, broken reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 222 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.